Event description:
It was reported that the smallbore 6 inch ext vlv couldn't be primed due to flow issues/blockage. The following information was provided by the initial reporter: "can not priming with syringe".

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-05-07 investigation summary: one 20039e sample was received for investigation alongside packaging from lot 20096935 with residual fluid within the product. The sample was received connected to a 5ml angel flush syringe from lot 2g0123. A visual inspection of the 20039e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The 20039e sample was then subjected to functional testing by flushing it with the 5ml angel flush syringe; no occlusion or flow restriction was identified during testing. The sample was then connected to both a 50ml bd syringe and a bd 5ml luerslip syringe from lab stock; again no flow restriction or occlusion was observed throughout testing. Although no occlusion was identified, a visual inspection of the male luer of the returned syringe noted a raised ring around the inner edge of the tip of the angel syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20096935 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv couldn't be primed due to flow issues/blockage. The following information was provided by the initial reporter: "can not priming with syringe".